Event description:
The healthcare professional reported that during a re-treatment of a carotid stenting, the 95cm emboguard 87 balloon guide catheter (bg8795u / 9067795) could not be advanced to the ideal site due to the patient¿s vascular anatomy and due to the previously implanted stent, the emboguard was placed near the common carotid artery (cca). Percutaneous transluminal angiography (pta) was performed and a casper¿ carotid stent (terumoneuro) was advanced. When the emboguard balloon catheter was inflated, it rubbed against the previously placed stent and ruptured. The emboguard was not replaced; the procedure continued with the ruptured emboguard. The emboguard was advanced with support of the casper carotid stent and the casper stent was implanted at the intended target site. Continuous flush was maintained during the procedure through the trevo trak 21 microcatheter (stryker). The procedure was successfully completed . There was no negative impact to the patient. On 24-sep-2024, additional information was received stating that there was no delay in the procedure as a result of the reported issue. On 29-sep-2024, additional information was received. Per the information, the surgical access point was femoral. The emboguard balloon was inflated two times during the procedure; it was on the second inflation that the emboguard ruptured. A peel-away sheath was used. A medikit angiographic catheter was also used. No further information is available.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6) . The email address is not available / reported. Section h.4: the device manufacture date is pending information from the manufacturing documentation review. The full UDI will be available when the review is completed and the manufacture date is known. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with the lot 9067795 is in progress. A supplemental 3500a report will be submitted to document the complete manufacturing documentation review. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the review of the manufacturing documentation associated with the lot 9067795. A review of the manufacturing documentation associated with this lot (9067795) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.